Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00504: case 1, 3025141-2019-00505: case 2, 3025141-2019-00507: case 4.

Event description:
Article: treatment of acute proximal humerus fractures with a polarus nail, sforzo, r., md; wright, thomas w., md; journal of surgical orthopaedic advances, volume 18, number 1, spring 2009, 28-34. Case 3: patient experienced a lesser tuberosity malunion following implantation of a polarus nail; no further operative intervention performed.